Event description:
According to the reporter, during a laparoscopic gastric bypass, during the third firing, when the surgeon position the device for the anastomosis between the stomach and small intestine, there was a snag in the angle, however, the positioning went well. The reload was closed and fired. When the surgeon straighten the magazine from the angle, as well as open it, it narrowed and it began to articulate and spin uncontrollably. The led screen started blinking. It was heard that something broke, then the reload came off from the adapter. The reload then locked and stuck on tissue. The surgeon picked up a manual handle, removed the gas from the patient and managed to get the rear end of the reload out through an empty porthole and attempted to dock the manual handle but it did not work. It was not possible to open the jaws of the reload. But in the end, the reload was gently pushed and removed from the tissue. The staple line was incomplete and had a poor formation. The surgeon needed to suture the anastomosis to make sure that it was properly sealed.

Manufacturer narrative:
Concomitant medical products: product ID: sigadaptstnd - sig power sigadaptstnd linear adapter, lot#: c22abb0764; product ID: egia45avm - egia45avm egia 45 artic vasc med sulu, lot#: n2e0720y; product ID: sigpshell - sig power sigpshell control shell, lot#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities with the device and no contamination on the motor control board. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the data saved to the system indicated instances in which a key was pressed and the opposite motor movement occurred. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause was traced to a component failure. The handle was disassembled and conductive debris was found inside which could have caused a short and lead to an incorrect motor movement. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found there no abnormalities. Analysis of the data saved to the system indicated instances in which a key was pressed and the opposite motor movement occurred. It was noted that the firing prior to the reverse motor movement was complete. There was no indication of partial firing based on the data saved to the handle. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. Internal process improvements have been initiated to mitigate this issue. It was reported that the jaws of the device remain closed on tissue and operating room time was extended by greater than 30 minutes resulting from product failure. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely root cause was not established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities with the device and no contamination on the motor control board. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the data saved to the system indicated instances in which a key was pressed and the opposite motor movement occurred. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. Internal process improvements have been initiated to mitigate this issue. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely root cause was not established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.